Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). During the call, caller also mentioned, that when the patient first started this 6-8 weeks ago, their back was staying charged for about 36 hours before they would have to recharge it. But now, they are having to charge every 20 hours. Caller stated, they have noticed this the last few days. Agent reviewed with caller that the implant battery depletion and amount of times pt will have to charge the implant is dependent on the settings and intensities and usage of the therapy. Caller stated, they have never changed intensities before today. Agent redirected to hcp to further address charge frequency issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.